Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the provided video identified particulate matter in the primary container. The reported condition was verified. No assignable cause was provided due to the nature of the sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of the provided video sample, particulate matter was identified in the primary container; however, the lot number was not shown. No additional information is available.